Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had pacemaker system implanted on (B)(6) 2019. Six days following implant the right ventricular lead was found dislodged. During lead revision it was discovered that the insulation was damaged. Physician explanted the lead and new lead was implanted. Patient condition as stable.

Event description:
New information received stated that loss of capture was noted on the right ventricular lead and an x-ray performed on (B)(6) 2019 confirmed that the lead had dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.